Manufacturer narrative:
A steris service technician arrived onsite following the event to inspect the unit. During the technician's evaluation he was unable to duplicate the reported event. The technician ran a diagnostic cycle and found that the ck1 air inlet check valve required adjustment; the ck1 air inlet check valve is not the cause of the reported event. The technician adjusted the ck1 air inlet valve, tested the function and operation of the unit, confirmed it to be operating to specifications, and returned it to service. No additional issues have been reported.

Event description:
The user facility reported that water was "pouring" out from their system 1e liquid chemical sterilant processing system onto the floor. No report of injury.